Event description:
It was reported that the programmer would not work with the pacing system analyzer (psa). At a device changeout, when the leads were disconnected from the old pacemaker and attached to the psa, no capture or output was exhibited and the patient was asytolic. A higher rate of 80 was programmed with no change. The programmer was rebooted, but remained unresponsive. When a new programmer was attached to the same psa, normal capture was observed.

Manufacturer narrative:
No medwatch form was received.